Event description:
It was reported that the programmer had a broken electrocardiogram (EKG) port and therefore EKG's could not be obtained, even using brand new cables. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify the EKG problem. The returned cable was used and a clear signal was received.